Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support, who assisted them in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to report any further issues.